Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room due to stroke like symptoms when the device was noted to exhibit under sensing. Device repositioning was discussed. No intervention was made yet. The patient was discharged.

Event description:
New information received notes that the device was explanted and upgraded to pacemaker due to patient experiencing pauses. The patient was discharged in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
New information received notes that the device was repositioned on (B)(6) 2020 without any complications. The patient was discharged in stable condition.

Manufacturer narrative:
The reported event of sensing issue was not confirmed. Analysis was normal. No anomalies were noted.